Event description:
The customer reported they had a size 4 cuffless tracheostomy tube which had a rough outer cannula. The shaft was "grooved up" and looked like it had shavings on the plastic. The issue was noticed upon taking the tracheostomy tube out of the box and was not used on the patient. There was no patient involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.